Manufacturer narrative:
MFR's report date 6/27/97. The sample was received and evaluated and the crystallization inside the set was confirmed. The source of this crystallization is from a chemical reaction between non compatible drugs. The hospital has been inserviced on proper flushing techniques as defined in the directions for use. The MFR requested additional patient info; however, it was unavailable.

Event description:
IV tubing was infusing saline at a rate of 80cc/hr. Nurse administered an IV push of "fernirgan" and within 2 hours a second IV push of demerol was administered. Pt started to react to the medications, shortness of breath. Nurse then added a third IV push of lasix to help counteract the pt's reaction. Nurse then noticed medications had crystallized inside the injection site of the tubing. Pt become worse, nurse removed set from pt, primed a new set and moved pt to ICU. Pt was then placed on a ventilator and monitored for any further complications. Pt stablized and was finally released from hosp.